Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. In the surgeon's opinion the cause of the event is unk. The iol is in the correct position but there is cylinder still present due to posterior astigmatism or a possible defective iol. The event has not resolved and posterior capsule opacification has been observed.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. Additional information was provided, which indicated an approved lens/cartridge/handpiece combination. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was received. (B)(4).